Manufacturer narrative:
Further investigation cannot be pursued because a valid lot number was not provided by the customer. However, this issue will continue to be tracked and trended.

Event description:
"Caller alleged imprecision with inratio meter. Results as follows:" 2.3 and 1.5.date of testing: (B)(6) 2015; initial test, inratio=2.3; second test in <10 minutes, inratio=1.5.therapeutic range: unknown.patient self tester was using one finger stick for multiple tests; added multiple drops of blood.